Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent dislodgement occurred. An express ld stent was selected for used; however, the device slipped off the balloon during deployment. The device was implanted and completed the procedure. No patient complications were reported.